Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, which was not cracked or shattered. The pump screen was frozen and unresponsive to input, preventing customer interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, but the issue persisted, resulting in the decision to replace the pump. The customer chose to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery, and a loaner pump request was initiated since the pump was out of warranty.